Manufacturer narrative:
The reported incident that angled depth gauge was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inappropriate use. The visual inspection shows that most likely the hook of the gauge got stuck and to remove it the gauge was bent and later on pulled. During this pulling force it most likely broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported to the sales rep, on call the stryker driver picked up the tray with the instrument. Upon getting back to the branch and inspecting the product, the device was found to be broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported to the sales rep, on call the stryker driver picked up the tray with the instrument. Upon getting back to the branch and inspecting the product, the device was found to be broken.